Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out during the manual prime. The drive support cap was noted to be sticking out. Customer's current blood glucose reading is 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to confirm a33 alarm due to motor error alarm. Cracked display window corners, reservoir tube lip, cracked and minor scratches on the display window noted.